Event description:
The pt experienced a loss of therapeutic effect starting today. The pt was at a clinic and did not have her programmer. Further info is being requested at this time.

Manufacturer narrative:
(B) (4)